Event description:
Clinical study. It was reported that 1255 days after a coronary artery stenting procedure, the pt expired. The lesion being treated was located in the distal circumflex (dist cx) with an 80% stenosis and was 20mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and a 3.0 x 24mm taxus liberte study stent was implanted, with 0% residual stenosis. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. On 1247 days after the index procedure, the pt presented to the hospital with the chief complaint of feeling weak and having recurrent falls. In the past several weeks, the pt's health deteriorated. Due to recurrent falls, weakness and extensive medical problems including congestive heart failure, copd, progressive renal failure and chronic dermatitis, she experienced significant pain throughout her body and was unable to stay at home. A 12-lead ECG showed atrial fibrillation, non-specific t-wave flattening but no acute st changes to suggest acute ischemia. Baseline laboratories showed profound anemia. On the day of admission, she was given two units of packed red blood cells. Her hemoglobin improved but started to go downward. During her stay her lab studies were monitored and she was treated with several medications for her multiple medical conditions. She was also recommended for physical and occupational therapy. Four days after admission, the pt was admitted to the transitional care unit for ongoing rehabilitation for her profound weakness and multiple medical problems with significant anemia. At 1255 days post index, the pt died. She was found not breathing and had no vital signs. It was noted that the pt suffered a sudden cardiac death. The pt was not resuscitated as she had a dnr/dni status. The pt also had significant end-stage comorbidities, including significant cardiac, renal and lung disease. Per the death certificate, the cause of death was congestive heart failure with other significant conditions being indicated as coronary artery disease. An autopsy was not performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.